Event description:
It was reported via repair work order that the patient left side rail was stuck in the down position due to an oversized mattress on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.